Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 2020394-2021-02119 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 2020394-2021-02086. H10: d4 (expiry date: 02/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during an ultrasound guided breast tissue marker placement procedure through normal density tissue, an mammogram examination demonstrated that the deployed marker alleged broken into two pieces in patient breast. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during an ultrasound guided breast tissue marker placement procedure through normal density tissue, an mammogram examination demonstrated that the deployed marker alleged broken into two pieces in patient breast. There was no reported patient injury.